Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with critical pump error (open book image) alarm due to pump error found in the long trace. Unable to determine the root cause, problem isolated to printed circuit board. The critical pump error was able to be bypassed/cleared (by simultaneously holding the back button and down arrow button). After re-initialization, the insulin pump completed the boot up process normally. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with cracked reservoir tube retainer, scratched case and scratched lcd window.